Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 7 pm-8 pm. The patient reported a blood glucose result of ¿127 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, the patient took less food and/ or drink at that time. About 30 minutes after the start of the alleged issue, the patient claimed he felt a symptom of sweating. The patient took glucose tablets/ glucose gel as treatment. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter has passed testing. The alleged issue was not observed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.